Manufacturer narrative:
Continued e1. Mobile phone: (B)(6). Continued e1. Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "patient presents intense pain in breast". Healthcare provider then reported "breast pain with baker grade IV on breast examination. Recent exams shows capsular contracture worsened." This record is for the right side. Device remains implanted.